Manufacturer narrative:
(B)(6) 2014: the event implant site ischaemia and infection assessed as serious and possibly related.

Event description:
This spontaneous case was received on (B)(6) 2014 by a physician via (B)(6) (B)(4) and concerns a (B)(6) female patient. (B)(4) is a spontaneous case report sent by a physician which refers to a female aged (B)(6). No info about the pt's medical history or concomitant medication. The patient has no history of allergies. The patient has had previous filler treatments in the lips and elsewhere (unspecified products). Concomitant medications were not reported. On (B)(6) 2014, the pt was injected with restylane lidocaine in the lips, 2x0.75 ml, thread injection technique for an unk indication. The batch number was 12662-2. Expiration was unk. On (B)(6) 2014, the pt had onset of possible vascular compromise [implant site ischaemia]. The severity was of the event was reported to be moderate. The pt lips were ice cold and she was advised to use warm compresses and massage the lips. The pt refused to use hyaluronidase. On (B)(6) 2014, the pt returned to the clinic and accepted led light, gtn patch and was advised to take two aspirin as corrective treatment. The colour of the lips was improving. On (B)(6) 2014, the pt returned to the clinic. The pt requested more filler treatments, refused hyaluronidase, but accepted led lights again. The color of the lips was improving. On (B)(6) 2014, the pt was diagnosed by her gp with infection [infection]. The severity of the infection is unk. On the night of (B)(6) 2014, the pt had been to the hospital and received antibiotic drip. The type or amount of antibiotics used is unk. The reporter has informed us that despite repeated attempts to reach the pt it has not been possible to receive any further info about the medical intervention, severity of the infection or the pt's current status. Photos taken at different time points are available. The outcome for infection [infection] is unk. The outcome for possible vascular compromise [ischaemia] is recovering/resolving. The reporter's causality for the case is possible. The company's causality for the case is possible. Manufacturer's device analysis results: a causal relation between the events and the treatment cannot be excluded. The injection procedure resulting in a vascular compromise either by direct or indirect obstruction of vessels may offer an explanation to the event. Based on the info received, we cannot provide any pt specific advice, or suggest the exact cause of the pt's symptoms. For these questions, we propose a reference to the treating physician who has the overall picture of the patient. A vascular compromise may occur as a result of a product, e.g. A filler, inadvertently injected into a vessel. A quick injection of a large amount of filler may also result in a vascular compression with a similar outcome. The symptoms often associated with vascular compromise are blanching or bluish discoloration often also with severe pain. Please note vascular compromise may occur after any treatment and is not specifically related to restylane products. Vascular comprise cannot be excluded, but the most plausible explanation would be that patient received a large total volume of filler products. A trend analysis shows that there are no previous medical complaints reported for restylane lidocaine lot number 12662-2. A batch record review did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. Other similar events manufacturer/sponsor aware of: a trend analysis shows that there are no previous medical complaints reported for restylane lidocaine lot number 12662-02. A batch record review did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits. For reference purpose only, the following tracking number has been assigned: (B)(4).this case was received by (B)(6) on (B)(6) 2014 and was forwarded to (B)(4) on (B)(4) 2014.